Event description:
It was reported that the patient's right ventricular (rv) lead was failed to capture. The rv lead was capped and replaced on 2023.(B)(6) the patient was stable throughout the procedure.